Manufacturer narrative:
Testing was performed on (B)(4) 2011 using cmv assay on 4 known negative in house donors on the galileo using retention capture-cmv lot c088 and capture cmv indicator cells lot 228152. Controls performed as expected. One donor reported inv due to a short sample the other three known negative in house donors reported negative as expected. Customer was sent a new lot of cmv indicator red cells, 228153, and repeated testing on both galileos and contained negative results. Unable to rule out wether cmv indicator red cells vial lot 228152 was compromised.

Event description:
Customer reported unexpected positive results when testing a samples on the cmv assay on galileo sn (B)(4). Historically the sample is cmv negative. Repeat testing was performed on galileo sn (B)(4) and resulted as negative.